Event description:
The customer reported that she put in a new battery and the next morning, she received a low battery alarm and the battery went out. Then she put in a new battery, set time and date, and began to administer a bolus manually with the insulin pump. The customer stated the bolus stopped. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.